Event description:
Customer reported that he had a high blood glucose of 300 mg/dl, which was treated with a bolus. Customer stated that in the night around 1:30 am his sensor disconnected from the insulin pump. The device alerted but customer did not hear the alarm. Customer stated he tends to get alarms if the device is on the opposite side of the sensor. Customer woke up at 3:15 am because he was feeling weird, checked blood glucose and it was 31 mg/dl. Customer inquired about mysentry remote. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.